Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facslyric¿ there were erroneous results on patient samples. It is unknown what type of confirmation testing was performed. There was no patient impact. The following information was provided by the initial reporter: when the sample is measured, the fsc is displayed at a higher position than that of unit 4. It was found during the examination using a patient sample intended for clinical use. Are there erroneous results on patient samples from diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn. Was there any change or delay of treatment? No. Was there any physical harm / injury to the patient due to the issue? No. Was there any impact to patient? No.

Event description:
It was reported while using bd facslyric¿ there were erroneous results on patient samples. It is unknown what type of confirmation testing was performed. There was no patient impact. The following information was provided by the initial reporter: when the sample is measured, the fsc is displayed at a higher position than that of unit 4. It was found during the examination using a patient sample intended for clinical use.

Manufacturer narrative:
After further review MFR# 2916837-2020-00225 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.